Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver. No ancillary devices were included. The hawkone was received with the distal flush tool(dft) placed over the distal assembly. Biological debris was observed within the housing through the dft. The dft was moved off from the distal assembly. It was discovered approximately 1.5cm from the cutter window there was an area of tissue within the lumen of the coiled housing. The laser drilled coils were bent and showed uneven spacing from the bending. The tecothane remained intact and showed no evidence of a tear; however it was noted the coils were shifted within the tecothane. The lines from where the coil was located previously could be seen. Functional testing: the power switch was placed in the on position and the thumb switch was retracted. The cutter driver powered on/activated as intended. The cutter was successfully pulled back into the cutter window. The thumb switch was advanced, but encountered resistance at approximately 0.4cm from the cutter window. Bent coils were observed at the location where the rim of the cutter head could no longer advance. The hawkone was unable to complete a packing stroke. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a hawkone directional atherectomy catheter and a 6mm spider filter to treat a moderately calcified plaque lesion in the mid to distal left superficial femoral artery and popliteal artery. The vessel had little tortuosity and greater than 50% stenosis. The hawkone was prepped as per the IFU with no issues noted. The vessel was not pre-dilated. Approximately 8 passes were made and the hawkone device was removed for cleaning. The tissue would not fully flush out and became stuck and stopped the cutter from going forward. When the cutter was advanced back into the catheter it would not move fully and this is when it was noted that the plaque had extruded out of the micro mesh of the storage compartment of the device. No deformation was noted with the cutter. The procedure was completed using a replacement hawkone device. The vessel was post dilated. No patient complications have been reported as a result of this event.